Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, it was not possible to suck back any blood from the introducer flushing side port. A new introducer was used but the same issue occurred. The procedure was completed successfully. No patient complications have been reported as a result of this event.